Manufacturer narrative:
The pod was received with the soft cannula deployed. On rotation of the ratchet gear, fluid did not flow through the fluid path. Inspection of the drive mechanism found the clutch spring to still be held in the spring latch though the pod completed activation and delivered over 600 pulses. The spring latch was manipulated with a pair of tweezers, allowing the clutch spring to engage on the tube nut. This allowed fluid to flow through the fluid path when rotating the ratchet gear. Inspection of the spring latch found no damages that would cause the clutch spring to get stuck. The misaligned spring latch preventing the clutch spring from engaging on the tube nut prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 26.9 mmol/l (484.2 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with correctional bolus and a new pod.